Event description:
This baxter pca analgsia pump does not alarm when the tubing is kinked or occluded between the medication bag and the pump. Therefore, no alarm sounds for this upstream occlusion although the pump recorded that the pt received all the pain medicine, the bag was completely full when the pump alarmed to change the "empty" bag of medication.